Manufacturer narrative:
Two unopened knife samples were received in blisters for the report of dull blade of knife. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for sharpness and were also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned unopened samples were found to be visually and functionally conforming therefore, a dull knife as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that two knife blades were dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is not available for this report. Additional information received clarified that the second knife was the alternate knife which was also dull, but it was continued to be used to complete the procedure.